Event description:
It was reported that the patient presented post implant procedure with intermittent phrenic nerve stimulation. Interrogation of the pacemaker noted that the atrial lead was over-sensing r-waves and t-waves. A screening in the cath lab revealed that the atrial lead had moved. The lead was repositioned on (B)(6) 2022, and the patient was stable.